Event description:
Hospital reported that during a case, the bio-console's rpms remained constant; however, the extracorporeal circuit flow and pressure dropped. The console was removed from the circuit and replaced with a second bio-console. The case was completed in its entirety with no further problems. The pt was not affected by the incident.